Manufacturer narrative:
The field service engineer (fse) indicated that that there was a fluid leak from pressure line to vc26, specifically at ff156. He cleared the debris from fitting at the top of vc26, resolving the leak. (B)(4).

Event description:
The customer reported that there was a fluid leak of approximately 3cc of clenz from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No medical attention was sought. No erroneous results were associated with this event.